Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure via transfemoral approach, upon the retroflex3 24fr sheath removal it was noticed that the right iliac artery was perforated. Summary of the case: access was obtained on the right side and although there was not a lot of calcium and the vessels were a good size, there was severe tortuosity. The dilators were delivered without any difficulty. After the 23fr dilator it was decided to use the 24fr sheath. Sheath insertion was attempted but was unsuccessful. They then used the 25f dilator and attempted to use sheath again. The sheath was undeliverable and an additional sheath was prepped since the prior sheath had its hydrophilic removed with the multiple insertion attempts. The new 24f sheath was delivered without any difficulty. The delivery system and sapien valve were delivered without difficulty. During sheath removal a perforation of the right common iliac artery was noted. A coda balloon was delivered to the distal aorta to occlude flow and a peripheral balloon was introduced into the contralateral side. A covered stent was then place through the 24fr sheath and deployed just proximal to the distal end of the peripheral balloon. The peripheral balloon was deflated and a contrast injection was performed from the contralateral side showing a small distal perforation. It was then decided to remove the 24f sheath and close the anastomosis with the previously implanted perclose devices. After the closure was done contrast injection still showed a small perforation. A peripheral balloon was delivered from the contralateral side which was inflated at the site of the perforation and held inflated for 5 minutes. After 5 minutes the balloon was deflated and contrast injected showing that the vessel had sealed. The patient was then transferred to the ICU via stretcher in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The IFU contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 24fr sheath is 8 mm. In this case, the access site diameter was reported to be 8.5 mm with mild vessel calcification, and severe tortuosity. In this case, the cause of the right iliac artery perforation cannot be confirmed but it is possible that the reported severe tortuosity along with vessel calcification not appreciable on imaging may have caused or contributed to the vessel injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.